Manufacturer narrative:
The investigation determined that multiple higher than expected vitros vanc quality control results were obtained on a vitros 5600 integrated system. Service actions were performed to return the vitros 5600 integrated system to expected performance. The most likely root cause of this event is an instrument related issue. There was no evidence that a reagent issue contributed to the event.

Event description:
The customer obtained multiple higher than expected vitros vanc quality control results (qc biorad 2= 22.0, 10.5 vs. 16.60 ¿g/ml; qc biorad 3= 23.8, 24.6, >50 vs. 36.0 ¿g/ml) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).